Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis loaded on a 0.014'' guide wire. A visual examination of the crimped stent found that the mid-section and distal end of the stent were severely damaged with stent struts stretched in a distal direction over the distal tip. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 220 mm distal to the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that the inner polymer extrusion was stretched 2.5 mm distal of the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11956. It was reported that stent damage occurred. The target lesions were located in the left main trunk (lmt) to proximal left circumflex (lcx) artery and left anterior descending (lad) artery. After a 3.50 x 24 synergy drug-eluting stent was deployed and was sufficiently expanded in the lmt to proximal lcx, dilatation of the lad side was performed using a balloon catheter. Then a 3.50 x 28 synergy drug-eluting stent was advanced through the previously implanted stent to treat the lad lesion, but was unable to cross. The 3.50 x 28 synergy stent was pulled out; however, it got caught with the implanted 3.50 x 24 synergy stent and both stents were removed from the body together. It was then noted that the stents were severely deformed and the 3.50 x 28 synergy stent was elongated on the balloon. The procedure was completed using a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11956. It was reported that stent damage occurred. The target lesions were located in the left main trunk (lmt) to proximal left circumflex (lcx) artery and left anterior descending (lad) artery. After a 3.50 x 24 synergy¿ drug-eluting stent was deployed and was sufficiently expanded in the lmt to proximal lcx, dilatation of the lad side was performed using a balloon catheter. Then a 3.50 x 28 synergy¿ drug-eluting stent was advanced through the previously implanted stent to treat the lad lesion, but was unable to cross. The 3.50 x 28 synergy¿ stent was pulled out; however, it got caught with the implanted 3.50 x 24 synergy¿ stent and both stents were removed from the body together. It was then noted that the stents were severely deformed and the 3.50 x 28 synergy¿ stent was elongated on the balloon. The procedure was completed using a different device. No further patient complications were reported and the patient's status was stable.